Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 282 mg/dl. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed. Reportedly the customer is reusing insulin and is not completing the air removal process correctly. Tandem customer support educated the customer on the correct procedures. Customer is using manual does injection for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.